Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and fever. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with amikacin injection (250mg, intraperitoneal, daily and duration was not reported) and vancomycin injection (500mg, intraperitoneal, daily and duration was not reported) for peritonitis. Three days after the onset, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.